Manufacturer narrative:
There was no button error alarm noted. The down arrow button did not respond due to a flattened button dome switch. We were unable to verify a weak battery alarm due to an unresponsive button. There was no audio beep anomaly during testing noted. The insulin pump was received with minor scratched display window, cracked reservoir tube lip.

Event description:
It was reported that the customer received excessive button error alarms. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.